Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgment. It was noted the lead had exhibited undersensing. This device remains in service no additional adverse patient effects were reported.